Event description:
Per the clinic, the patient developed an infection around the implant following initial implantation surgery (specific date not reported) and was subsequently treated with antibiotics (specific date, type and duration not reported). However, the issue could not be resolved. The patient underwent revision surgery, during which incision and drainage with washout was performed on (B)(6) 2024. The patient subsequently experienced a seizure on (B)(6) 2024, which was later considered to be a transient ischemic attack.additional information has been requested but it has not been made available as of the date of this report.the implanted device remains.